Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Customer reported that replacement battery did not resolve the keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Unit passed self test. No unexpected button error alarm or keypad unresponsive. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the printed circuit board was inspected and properly connected. Unit received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.